Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional approved under (B)(4). (B)(4). No testing methods performed. No results available since no evaluation performed. Device discarded by user, unable to follow-up. Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
This event is part of (B)(4) clinical study. It was reported that a (B)(6) male patient underwent an afib procedure with a smarttouch sf catheter. The patient developed sepsis and urinary tract infection less than 7 day post procedure. The patient required medication and hospitalization. Both issues were resolved without sequelae. The patient had a medical history of coronary artery disease, hypertension, atrial fibrillation and dyslipidemia. The principal investigator assessed both events as not device related but definitely procedure related. Based on the facts of the case and the principal investigator&#38112;assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure.